Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as evaluation of the instrument found that the grip tips meet properly in a fully closed position. The grip tips did not exhibit any damage. Engineering evaluation also found that the pitch cable was broken at the wrist. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could likely cause or contribute to an adverse event if the malfunction recurred.

Event description:
It was reported that prior during set up of a da vinci si surgical procedure, the tips on the fenestrated bipolar forceps instrument did not meet. No missing or fallen pieces were reported.